Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are experiencing shortness of breath, dizziness and fatigue. The right atrial (ra) lead has a confirmed fracture and remains in use. No further patient complications have been reported as a result of this event.